Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged - as confirmed with an x-ray - and the lead was not capturing. The lead was inactivated. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.